Event description:
It was reported during a laparoscopic nissen fundoplication while taking down the short gastrics when using the lcs15 blade, it only cut and did not coagulate. A new generator, new lcs, and new hand piece was used to complete the case. The rep will call back after speaking to the surgeon. There was no consequence to the pt. 3/4/98, the rep reported the contact person said there was not much bleeding. A grasper was used on the epigastric while the new generator and hand piece was being set up. The rep tested the original hand piece with the test tip. It works fine.